Event description:
On (B)(6) 2006, I underwent a left total hip arthroplasty. I rec'd a pinnacle cup size 52 mm, with the 36 mm x 52 mm metal liner, the femoral stem was the summit stem, size 5 standard offset, and an articul/eze metal on metal femoral head 36 mm +1.5. Soon after surgery, I began experiencing severe pain and discomfort. On (B)(6) 2010, I underwent a revision of the left total hip arthroplasty. The metal components were replaced with polyethylene components. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking or standing for periods of time. Diagnosis or reason for use: right hip osteoarthritis and dysplasia.